Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on 16-feb-2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center of verona borgo trento hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the patient was admitted to the (B)(6) 2024 in order to manage the issue.

Manufacturer narrative:
If updated, pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on (B)(6) 2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center of (B)(6) hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the patient was admitted to the hospital of (B)(6) on (B)(6) 2024 and then transferred to (B)(6) hospital in order to manage the issue. On (B)(6) 2024 during a follow-up, noise was reproducible by touching the device, so on (B)(6) 2024, the patient underwent a revision procedure, and their entire s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on (B)(6) 2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center of verona borgo trento hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on (B)(6) 2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center (B)(6) hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the patient was admitted to the (B)(6) hospital on (B)(6) 2024 and then transferred to (B)(6) hospital in order to manage the issue. On (B)(6) 2024 during a follow-up, noise was reproducible by touching the device, so on (B)(6) 2024 the patient underwent a revision procedure, and their entire s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.